Event description:
Product analysis was performed on a patients explanted generator and internal data download showed a change from normal to high impedance on (B)(6) 2014, while the patient was still implanted with the device. The patient's programming history does not show any history of high impedance, nor was high impedance ever reported previously on the patient's device. Device diagnostics with the same leads implanted also resulted in normal impedance after replacement with new generator. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Corrected data, initial report: patient age inadvertently listed incorrectly. Corrected data, initial report: impedance values inadvertently not listed.